Manufacturer narrative:
Additional information: b5, d10, h6 (update codes), h11. B5: the device was filled with fluorouracil 2800mg. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address -(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump did not administer the entire dose to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.